Manufacturer narrative:
Additional information: g3, g6, h2, h6, h10 an event of complete heart block was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was calcification extending beneath aortic annular plane in the interventricular septum, the patient had history of right bundle block, and the final implant depth of the valve was 7mm. Additionally, the patient had a slight av heart block while manipulating the guide wire in the ventricle, before the device was implanted. Based of the information reviewed, the cause of the reported incident appears to be due to procedure conditions as the valve final implanted depth was more than optimal 3mm. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6)2023, a 23mm navitor valve was implanted in a patient. During the procedure after the valve was deployed, the patient experienced third degree heart block. The patient had a slight av heart block while manipulating the guide wire in the ventricle, before the device was implanted. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 7mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6)2023, a permanent pacemaker was implanted. The patient stayed one more day in hospital for monitoring the rhythm. The patient status was reported as discharged.

Event description:
It was reported that on (B)(6) 2023, a 23mm navitor valve was implanted in a patient. During the procedure after the valve was deployed, the patient experienced third degree heart block. The patient had a slight av heart block while manipulating the guide wire in the ventricle, before the device was implanted. There was calcification extending beneath the aortic annular plane in the interventricular septum. The final implant depth of the valve was 7mm. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. On (B)(6) 2023, a permanent pacemaker was implanted. The patient stayed one more day in hospital for monitoring the rhythm. The patient status was reported as discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.